Manufacturer narrative:
A media review was performed by a bsc quality engineer. The angiographic media series provided for analysis pertained to a transcatheter aortic valve implantation into a calcified aortic annulus. The cause of the complaint event could not be confirmed from the available media. Following a full re-sheath, the valve was released in the annulus and the final contrast assessment indicated a good result with no aortic insufficiency evident.

Event description:
(B)(6) study: it was reported that left bundle branch block (lbbb) and complete heart block (chb) occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other anticoagulant medications at the time of index procedure. The patient received loading doses of 81 mg of aspirin and 75 mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The native aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, the patient developed lbbb. One day after the index procedure, electrocardiogram (ECG) report revealed sinus rhythm with first degree atrioventricular (av) block, lbbb, pre-mature atrial complexes and increased pr interval. Later, the patient experienced fatigue and dizziness, occasional shortness of breath and dyspnea on exertion, memory impairment issues and declined function. Six days after the index procedure, ECG report revealed av block, sinus rhythm with second degree av block(mobitz I). Seven days after the index procedure, another ECG report revealed sinus bradycardia with av dissociation, wide qrs rhythm with fusion complexes, right bundle branch block (rbbb), left anterior fascicular block and bisfascicular block. Echocardiogram reports revealed chb. The patient was hospitalized for the event and a permanent pacemaker (ppm) implantation was recommended. On the same day, a dual chamber ppm was implanted successfully. The pacemaker was performing well and the incision site was healing without any infection or hematoma. The patient remained on 100% paced telemetry. At the time of reporting both events were considered not recovered/not resolved. Eight days post-index procedure, the patient was discharged on metoprolol and continued on aspirin and clopidogrel.

Manufacturer narrative:
A media review was performed by a bsc quality engineer. The angiographic media series provided for analysis pertained to a transcatheter aortic valve implantation into a calcified aortic annulus. The cause of the complaint event could not be confirmed from the available media. Following a full re-sheath, the valve was released in the annulus and the final contrast assessment indicated a good result with no aortic insufficiency evident.

Event description:
Reprise IV study it was reported that left bundle branch block (lbbb) and complete heart block (chb) occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other anticoagulant medications at the time of index procedure. The patient received loading doses of 81mg of aspirin and 75mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The native aortic valve was treated with deployment of a 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of index procedure, the patient developed lbbb. One day after the index procedure, electrocardiogram (ECG) report revealed sinus rhythm with first degree atrioventricular (av) block, lbbb, pre-mature atrial complexes and increased pr interval. Later, the patient experienced fatigue and dizziness, occasional shortness of breath and dyspnea on exertion, memory impairement issues and declined function. Six days after the index procedure, ECG report revealed av block, sinus rhythm with second degree av block(mobitz I). Seven days after the index procedure, another ECG report revealed sinus bradycardia with av dissociation, wide qrs rhythm with fusion complexes, right bundle branch block (rbbb), left anterior fascicular block and bisfascicular block. Echocardiogram reports revealed chb. The patient was hospitalized for the event and a permanent pacemaker (ppm) implantation was recommended. On the same day, a dual chamber ppm was implanted successfully. The pacemaker was performing well and the incision site was healing without any infection or hematoma. The patient remained on 100% paced telemetry. At the time of reporting both events were considered not recovered/not resolved. Eight days post-index procedure, the patient was discharged on metoprolol and continued on aspirin and clopidogrel. It was further reported that the patient was discharged two days post index-procedure the subject was discharged on aspirin and clopidogrel. Six days post index-procedure the subject presented to the hospital for follow up complaining of fatigue and dizziness, occasional shortness of breath, dyspnea on exertion, memory impairment issues and declined functionality.